Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update: (B)(6) 2013: pt revised for dissociation and noise.

Manufacturer narrative:
This complaint is still under investigation. Not returned.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Provided operative notes indicate the patient had a disassociation of the poly liner, allowing the femoral head and cup to contact. In the 2011 and 2012 x-rays, there is a noticeable difference between the anteversion of the left and right cup. There is also a noticeable difference between the left and right hip where the collar of femoral stem rests with respect to the lesser trochanter. In 2013 x-ray, it can be seen that the head has moved proximally causing possible edge loading between the head and cup, which could suggest that the poly liner has disassociated from the cup and has migrated or rotated. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.